Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Not very pleasant or reassuring to have a metal pin rubbing cheek [oral discomfort], detached brush head [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that he had recently attached an oral-b dualaction brushhead to his oral-b rechargeable toothbrush, version unknown. The consumer elaborated that he/she nearly swallowed the detached brush head, and stated that it was not very pleasant or reassuring to have a metal pin rubbing his cheek. The consumer noted that he had the parts of the brush head still. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
(B)(6)-2018 product investigation results: reporter returned three toothbrush heads on (B)(6) -2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Not very pleasant or reassuring to have a metal pin rubbing cheek [oral discomfort] detached brush head [device breakage] product counterfeit [product counterfeit] case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that he had recently attached an oral-b dualaction brushhead to his oral-b rechargeable toothbrush, version unknown. The consumer elaborated that he/she nearly swallowed the detached brush head, and stated that it was not very pleasant or reassuring to have a metal pin rubbing his cheek. The consumer noted that he had the parts of the brush head still. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided.